Event description:
It was reported that this pacemaker exhibited a gradually rise in pacing impedance in the right ventricular (rv) channel. The impedance remains in range. Technical services (ts) reviewed the reports and noted that there was also a rise in thresholds, as well. It was noted that there were righter ventricular autothreshold (rvat) tests. Ts advised evaluating the issues in person. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this pacemaker exhibited oversensing noisy signals on the rv channel that resulted in the pacing inhibition. The lead was surgically abandoned and replaced. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device was prophylactically explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited a gradually rise in pacing impedance in the right ventricular (rv) channel. The impedance remains in range. Technical services (ts) reviewed the reports and noted that there was also a rise in thresholds, as well. It was noted that there were more right ventricular autothreshold (rvat) tests. Ts advised evaluating the issues in person. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this pacemaker exhibited oversensing noisy signals on the rv channel that resulted in the pacing inhibition. The lead was surgically abandoned and replaced. The device remains in use. No additional adverse patient effects were reported.